Event description:
During si joint fusion surgery the surgeon experienced an obstruction in the joint upon deploying the first decortication instrument. He continued to work through the obstructions using the decortication technique, but after continually deploying and retracting, he heard the instrument snap. A fluoro image demonstrated a piece of the tip of the decorticator had broken and was in the joint. The surgeon attempted to retrieve it with a pituitary and nerve hook but abandoned after 30 minutes. The remainder of the procedure continued without any issues.